Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to a "cylinder break." A new pair 14cm x 9.5mm cylinders and an ms pump were implanted. Additional information received states there was a tear in the cylinder and the device could no longer be used. The device issues began two weeks prior to surgery. The patient was doing well following the surgery.

Manufacturer narrative:
Field change: h3, h6, h10. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Product analysis confirmed the reported "cylinder tear" based on the identification of a fluid leak in cylinder 1. This leak was the result of fatigue of the inner tube and a hole in the outer tube due to wear at a buckling fold. Based on the results of this investigation, no escalation is required. 72404310, 825932004, pump ms. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Product analysis confirmed a pump malfunction through pump functional test failures. The most likely contributor to the pump malfunction was an identified displaced deflation ball; such a separation renders the pump inoperable. This displacement or misalignment is indicative of simultaneous compression of the deflation button and the pump bulb. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to a "cylinder break." A new pair 14cm x 9.5mm cylinders and an ms pump were implanted. Additional information received states there was a tear in the cylinder and the device could no longer be used. The device issues began two weeks prior to surgery. The patient was doing well following the surgery.